Event description:
The customer contacted stryker to report that their device displayed a white screen upon power on. This is an indication that the device may be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. It was observed that the issue was intermittent. The system controller pcb and user interface pcb assemblies were replaced. After other unrelated repairs are competed and proper device operation is observed through functional and performance testing, the device will be returned to the customer.